Event description:
The following information was provided: revision of prox femur gmrs (plug, stem, ext piece, prox body, head, mdm poly and mdm liner) forinfection /loosening.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#; device name; lot#: 6260-9-228; 28mm +4 lfit v40 head; 21724452. 6215-5-011; med howmedica bone plug 1pk; cppacd01bf. 61971001; simplex tobramycin 1 pk; tdf031. 61971001; simplex tobramycin 1 pk; tdf031. 64956060; gmrs extension piece 60mm; njb3a. 64951001; proximal fem comp std; ytc3c. 626-00-46f; modular dual mobility insert; 20291852. 7236-2-852; restoration adm x3 ins 28/52; 17075351. 2030-6530-1; 6.5 cancellous bone screw 30mm; w452la. 2030-6535-1; 6.5 cancellous bone screw 35mm; n85nyn. 502-03-58f; primary trit hemi cluster hole cup 58mm; jx38da. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.